Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that post fixation the alp dislodged and embolized to the hepatic vein. This was confirmed via fluoroscopy and due to inability to interrogate the alp. The alp was not used, and a new alp was successfully implanted. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of device dislodgment and failure to interrogate could not be confirmed. Visual inspection of the device not the outer helix was stretched out of specification and found no anomaly on the inner helix. The helix elongation is consistent with having occurred during procedure. Further analysis found no anomaly contributing to reported event of an interrogation problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.